Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the result of confirmation of the device and the result of past similar complaint investigation, a likely factor causing tears of the coated portion of the cutting wire might be the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Additionally, a likely mechanism causing the scorching and melting of the coated portion might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the coated portion was scorched and melted. The event can be detected/prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the coating on the tip of the knife wire had peeled off the single use 3-lumen sphincterotome v, making it impossible to make an incision. The issue occurred during a therapeutic endoscopic sphincterotomy procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation found that the coated portion was partially melted, the cutting wire was exposed, and the exposed cutting wire was scorched. The missing of the coated portion was not observed. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation.